Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin did not exit the tubing or cartridge tubing of multiple cartridges during the fill tubing step. Customer's blood glucose was 223 mg/dl. Reportedly, customer reverted to manual injections as alternate insulin therapy.